Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker had stored two signal artifact monitoring (sam) episodes which revealed right atrial (ra) and right ventricular (rv) lead high out of range impedance measurement of greater than 2,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and several episodes with noise. Technical services (ts) suspects lead integrity issues on both the ra and rv leads. The field representative was contacted for further lead information. This pacemaker, ra and rv leads remain in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had stored two signal artifact monitoring (sam) episodes which revealed right atrial (ra) and right ventricular (rv) lead high out of range impedance measurement of greater than 2,000 ohms. Additionally, there was a lead safety switch (lss) that had occurred and several episodes with noise. Technical services (ts) suspects lead integrity issues on both the ra and rv leads. The field representative was contacted for further lead information. This pacemaker, ra and rv leads remain in-service at this time. No adverse patient effects were reported.